Event description:
The screws broke post operatively.

Manufacturer narrative:
Additional medical device reporrts assoicated with this event include: 3025141-2013-00039, 3025141-2013-00041, 3025141-2013-00042, 3025141-2013-00043, 3025141-2013-00044, 3025141-2013-00045.